Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be due to procedural conditions. The reported mitral regurgitation (mr) appears to be a cascading event of the tissue injury. Furthermore, the reported patient effects of tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. One clip was implanted successfully and the mr was reduced to grade <1. Two days later, a posterior leaflet tear was found, causing mr to increase to a grade of 3. No additional information was provided.